Event description:
Boston scientific received information from a clinician that the patient with this device had a heart rate in the 40's. During the follow-up visit, the patient's rate was in the 70's and he was feeling fine. The field representative had no additional information regarding this product experience. No adverse patient effects were reported.

Manufacturer narrative:
The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.